Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. Information received indicated that a stent fracture was observed in a cypher stent that had been implanted in the mid-left anterior descending artery (lad). The information indicated that at the 3-month follow-up "a cypher select plus stent in the left anterior descending artery was noticed to be fractured next to the overlapping site. According to the reporter "since it's a verbal complaint from customer, we do not have any information about the case, we are sorry about that". The sterile lot number for the device is unknown therefore a device history report review could not be conducted. Stent fracture is a known potential adverse occurrence associated with implanting coronary artery stents in a vessel that is tortuous, very mobile and in overlapping stents. With the limited amount of available information and no procedural films it is not possible to confirm the report or draw a conclusion as to what factors may have contributed to the reported event.

Event description:
The report received indicated that during a 3-month angiographic follow up, a cypher select plus stent in the left anterior descending artery was noticed to be fractured next to the overlapping site.